Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient reported the area as red, itchy bumps with some open areas, potentially an allergy. There was no alleged device malfunction contributing to the irritation. Patient, who is a pharmacist, began applying a steroid cream on the area and placing a bandaid on the sores. Follow up indicated that the irritation has gotten better.